Event description:
The distributor reported for medical facility that the pt was burned by the fiber optic cable. The customer reported that the light source was at the highest setting (linvatek model # lis8430, serial # (B)(4)). A retractor (snowden pencer # 88-1086) was used with the fiber optic cable. The fiber optic cable was not removed from the retractor, and was left on the operative field after use. The customer reports that the connecting "swivel end" (instrument coupler) was warm. There were two "dime size" burns - to the pt. The wound was treated with silvadene burn cream and a tegaderm bandage. No further treatment was required.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.